Event description:
It was reported that a minicap prep kit was not adequately connecting with a patient¿s transfer set. Upon connection, a nurse observed a gap between the minicap prep kit and the transfer set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 40 of 46.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A dimensional analysis was performed and all dimensions were found to be within specification. Functional testing was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The minicap prep kit has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.